Event description:
During a following up call made by product surveillance it was discovered that the pt had peritonits. During an additional follow-up call in 06/05 the pt's pd rn stated that an effluent sample was taken in 05/05. Staph coag neg was cultured. The pd rn stated that the pt had recovered from the peritonitis. The pd rn did not have info regarding medication. Pt had co-morbids of diabetes type ii, copd, conjestive heart failure, corinary artery disease. Pt had a history of stroke. Pt was post bypass surgery (pt had a heart valve replaced). The pt did die in may 2005. The rn stated that the pt died of sepsis not related to peritonitis. The pd did die in the hosp and had been in the hosp for three months prior to their death.